Event description:
Event description guidant received information that this implantable cardioverter defibrillator device and lead system displayed a ">125 ohm" shocking impedance measurements. During pocket manipulation, manual measurements resulted in normal impedance values. All other noninvasive lead assessments were normal (r waves > 25mv, pacing impedance 547 ohms and pacing thresholds 1.6 volts at 0.5 ms). No inappropriate therapies have been delivered.